Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes that there was hemolysis and erroneous results. The following information was provided by the initial reporter: a lot of abnormal results began to appear in june 2023. According to the teacher's statistics, it was found that it was as high as more than 50%, and the proportion of wards and outpatient clinics was increasing. After centrifugation, the serum color bd was obviously darker than that of gongdong. The same person collected samples of gongdong and bd blood collection tubes for inspection and comparison. Significantly higher than the results of gongdong. H.6 investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hemolysis was observed. Erroneous results cannot be evaluated through photos. Additionally, retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of june 2023. At this time, further testing is not indicated. Further clinical testing could not be conducted as bd clinical laboratories are currently unable to test for the neuron-specific enolase (nse) analyte. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to erroneous results-nse. This complaint has been confirmed for hemolysis based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes that there was hemolysis and erroneous results. The following information was provided by the initial reporter: a lot of abnormal results began to appear in june 2023. According to the teacher's statistics, it was found that it was as high as more than 50%, and the proportion of wards and outpatient clinics was increasing. After centrifugation, the serum color bd was obviously darker than that of gongdong. The same person collected samples of gongdong and bd blood collection tubes for inspection and comparison. Significantly higher than the results of gongdong.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes that there was hemolysis. The following information was provided by the initial reporter: a lot of abnormal results began to appear in june 2023. According to the teacher's statistics, it was found that it was as high as more than 50%, and the proportion of wards and outpatient clinics was increasing. After centrifugation, the serum color bd was obviously darker than that of gongdong. The same person collected samples of gongdong and bd blood collection tubes for inspection and comparison. Significantly higher than the results of gongdong.